Event description:
It was reported by service report that the power cord was frayed, the motion interrupt pan was broken, and the scale display was blurry. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Result: motion interrupt pan.